Manufacturer narrative:
(B)(4). The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pericardial effusion could not be confirmed, however, device manipulation may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), prior to the implant of a 23mm sapien 3 valve in the aortic position, the patient¿s blood pressure began to drop while the delivery system was in the aortic arch. The valve was implanted quickly and successfully, however, the patient did not recover. CPR was performed and the patient was given adrenalin, however, the patient expired. Echo showed a lot of fluid surrounding the heart.

Manufacturer narrative:
Additional information was received. The pericardial effusion was considered to have been caused by a puncture in the apex of the ventricle by the guidewire.